Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery after an interventional right lower extremity procedure with a 7f sheath. Reportedly, the prostyle device worked as intended however the knot could not be advanced far enough to reach the vessel wall due to the patient being obese. A starclose se device was then attempted however the device came out of the vessel when the plunger was depressed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the cause of the investigation cannot be determined. The treatment appears to be related to operational context. In this case, it is possible the patient habitus contributed to the unintended motion; however, this cannot be confirmed. The unintended motion likely contributed to the loss of arterial access. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.